Event description:
New information received notes inappropriate auto mode switching (ams) due to far r-wave oversensing were observed. Programming changes were recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing far r oversensing following ventricular pacing. Programming changes were recommended. Patient will be monitored.